Manufacturer narrative:
(B)(4). Per facility medwatch reporter; no additional information available. Should further information become available, a follow up emdr will be submitted.

Event description:
Customer stated via maude report: the pt was having a cat scan guided aspiration of the lumbar spine at level 1 when the needle broke into two pieces. The one portion was removed by the interventional radiologist. The other half needed to be removed in the operating room. Diagnosis or reason for use: biopsy of the lumbar spine. On 11/04/2015: facility medwatch reporters response- no additional information available.